Manufacturer narrative:
Follow-up submitted to correct awareness date.

Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), during post-operative check it was found that primary closure was not achieved at upper left side implant and implant was loose due to failure to integrate and they were removed.